Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator exchange, the right atrial lead exhibited loss of capture at maximum output. Fluoroscopy revealed that the lead appeared dislodged. The lead was capped on (B)(6) 2018, and the patient was stable post-procedure.